Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. To date, the lens remains implanted. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
A patient contacted amo to report that he experienced swelling and that the lens does not seem to be centered. The patient saw his doctor who informed him he had inflammation following implant of the intraocular lens (iol) in his left eye. The doctor prescribed durezol 4 times per day for a week and had taken the patient off of two other medications. The patient had experienced blurry vision and during a visit with the doctor, was told by the doctor that the lens had moved and was maybe due to inflammation. The doctor chose to take a wait and see approach before determining if a re-centering of the lens was needed. Further information was received from the patient who reports that he is seeing better than ever and no longer has issues with his vision. Everything was feeling better on (B)(6) 2016. No further information was provided.